Manufacturer narrative:
(B)(4). The device was manufactured between march 12, 2013 ¿ march 13, 2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with approximately 40 ml of fluid within the bladder. The device was visually inspected and functionally tested. The luer cap was removed from the distal luer and flow of the fluid was observed. The reported problem could not be verified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a folfusor device stopped flowing halfway through treatment. There was patient involvement; however, there was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.